Manufacturer narrative:
One medfusion pump was received with the top case cracked and chipped. The bottom case had seal damage. The event history log was reviewed and there was a configuration error at start-up. Some of the keys on the keypad did not work. A start-up test was conducted and the reported issue was able to be replicated. The pump needed to be uploaded from the bottom case. The issue was user induced as the user did not upload the software from base to head after replacing the main board. The configuration was uploaded from the bottom case to the top and the keypad was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had no configuration programmed. The issue was discovered during a service check and there was no patient involvement.